Manufacturer narrative:
The referenced previous admissions for elevated ldh were reported under medwatch MFR report #2916596-2016-00223 and medwatch MFR report #2916596-2013-01231. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. The lvad was returned assembled with the driveline cut approximately 3 inches from the pump housing. However, the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Therefore, the report that a CT scan revealed thrombus in the outflow graft could not be confirmed. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the lvad also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the log file submitted by the account revealed no notable hazard alarms. However, multiple unrelated low battery advisory alarms were scattered throughout the log file. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had four previous admissions for elevated lactate dehydrogenase (ldh) levels that were treated with integrilin and heparin infusions. On (B)(6) 2016, it was reported that the patient had not had any further issues with ldh elevations since the previous admission in (B)(6) 2015. It was stated that a transcatheter aortic valve replacement (tavr) was planned due to aortic insufficiency. The customer believed that the elevations in ldh could have been due to the required lower set speed of the lvad due to the aortic insufficiency. On (B)(6) 2016, the patient's ldh was 1038 u/l and the creatinine level was also elevated. The customer suspected pump thrombosis. It was reported that the patient's inr goal had increased a year ago from 2.0-2.5 to 2.5-3.5. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file did not contain attributes suspicious for the presence of thrombus within the motor chamber. On an unspecified date, a CT showed thrombus in the outflow graft. On (B)(6) 2016, a subcostal pump exchange with tavr was performed. No additional information was provided.